Event description:
On 2009 had hip depuy pinnacle installed in 2011, found out that this pinnacle was causing cobalt/chromium blood poisoning, had to have second surgery to remove this hip part and replace with a part that hurts every day because of chromium/cobalt poisoning kidneys were unable to process this out of system thus causing kidneys to fail, ever since I have been on dialysis 3 times a week for four hours a session.